Event description:
It was reported that the handle is broken and it is unable to perform the up/down motion so it is not possible to use the mesher. The event did not occur during surgery. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Foreign country: estonia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; d9; g3; g6; h1; h2; h3; h4; h6. The event cannot be confirmed. Review of the most recent repair record identified no repairs related to the reported event. It was noted that the unit was last returned for service two years ago and has not since been returned for annual preventative maintenance. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.